Event description:
A report was received stating that a patient has an infection at the pocket site. The patient was treated with antibiotics, which cleared the infection. The pt is reportedly doing well.